Event description:
While attempting to put the glove on, it ripped. This happens frequently. Manufacturer response for gloves, mediguard plus (per site reporter). Unknown what the course of action other than to return them.